Event description:
It was reported to vyaire medical that the revel ventilator produced a burning smell. At this time, patient involvement in unknown.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer replaced the blower module that was burnt. Issue was still there. Customer will be replacing the hybrid board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.